Event description:
It was reported that an interlink catheter extension set had a torn overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation within an unopened pouch. During visual inspection a tear was observed at the center of the pouch. The reported problem was verified. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.